Event description:
It was reported that during set up the mdu cord was overheating, and the blade was not working. There was a back-up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed a discolored cable, which is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation was performed on the returned device and found a stuck left button causing device to run continuously. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the overheating could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This could be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. The root cause of the device not working has been associated with a mechanical component failure. Factors that could have contributed to the failure include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. Based on this investigation, the need for corrective action is not indicated.